Event description:
Caller reported an error with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller planned to reset it when ready, intending to follow up if the issue persisted.